Event description:
It was reported that the monopolar curved scissors instrument has a loose piece. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer complaint, engineering observed that the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Engineering believes the damage is most likely due to excessive side loading. Engineering also observed the distal end of the main tube has a 3" long section with material removed on one side of the tube. The damage area is parallel to the tube axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.